Event description:
It was reported that at the patient's first device check post implant the right ventricular (rv) thresholds were found to be very high. The physician was alerted and the patient is scheduled for an rv lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.